Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited rf chip issue. The patient received an inductive transmitter for manual transmissions. There were no adverse consequences to the patient.